Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and the reported alarm was not reproducible. In addition, the stm checked and tightened all safety disk connections, and the iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
During use with a mega balloon, the cs300 intra-aortic balloon pump (iabp) continued to alarm for false "iab disconnected" alarms. The patient had arrived in the intensive care unit (ICU) approximately 3 hrs prior and the alarm began soon after. The staff assured that there was no evidence of blood in the catheter/tubing and that all connections were secure. Every time the ¿start¿ key was used the iabp responded, but the alarm reoccurred in a few minutes. While the second iabp unit was being obtained, a getinge representative told the customer to reboot the original iabp. The alarm did not reoccur in the following hour when switching the unit. The pump was labeled and sent to facility's biomedical engineer. In addition, the facility's biomedical engineer later called and stated that the safety disk seemed loose when it arrived to biomed department and failed the initial leak test, but that after he tightened the safety disk, the iabp passed the leak test. No adverse event was reported.